Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uf2a, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported the implantable neurostimulator (ins) wasn't working. She fell off her bed and "knocked something loose" in (B)(6) 2015 and since then she had been in pain. The patient programmer would not sync with the implant. The patient saw her healthcare provider after the fall, but did not do anything. She went to the hospital for the pain and the hospital didn't know anything about the implant. In (B)(6) 2015, the patient's left leg was numb due to diabetes. She hadn't eaten for two days, didn't have any food in her house, and couldn't walk because she was in a lot of pain. The patient was taking 5 mg and 10 mg of oxycodone and reported being at the "end of her rope." She did not want to work with the patient programmer. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.